Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap hysterectomy and bilateral salpingectomy oophorectomy. Ftr (B)(4) (patient (B)(6)) + (B)(4) (patient (B)(6)) are linked as details for both cases were sent to us in one letter attached to the file. Patient (birth date (B)(6) 1979) is a (B)(6) years old female gravida 3 para 1021 who underwent a total laparoscopic hysterectomy and bilateral salpingectomy oophorectomy on (B)(6) 2014. The indications for the surgery were chronic pelvic pain and endometriosis. The vaginal cuff was closed in two layers with the v-loc using 2-0 vicryl. Hemostasis was seen. The patient was given indigo carmine dye intravenously. There was no extravasation of dye into the pelvis and the dye appeared in the foley catheter. Final pathology report showed leiomyomata. Four days post-operatively she developed severe abdominal pain. A CT scan showed a small hematoma at the vaginal cuff measuring 4.8 x 3.8 x 2.8 cm. However, while in radiology she had a bowel movement and felt much better. Therefore, she was sent home for routine office follow-up. On (B)(6) (16 days post-hysterectomy) she had a cuff dehischence which required exploratory laparotomy and resuturing of the cuff. She eventually received four units of packed cells. Both cases had colpotomies performed with pk energy (spatula) and a v-care uterine manipulator. Both patients received toradol post-operatively. They were both discharged on post-op day 1 or 2 and were told to avoid nsaids and/or aspirin for 1 week. The account.